Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported a disconnection. The tubing set was connected to an unspecified heparin lock device and was being used to deliver an unspecified sedation medication. After an unspecified length of time in use, the patient reported being wet. At that time, it was noted that the option-lok male adapter had disconnected from the heparin lock device, the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.